Event description:
1 false positive sofia sars result for 1 patient reported. It is unknown if individual was symptomatic or asymptomatic. Unknown confirmation testing method was reported done twice resulting both negative sometime after initial positive.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: maude report (mw5097986).